Event description:
The following complaint information was provided to maquet cardiopulmonary:we had an adult quadrox leak that was presumed to be fluid from the heater. The circuit was clear-primed and on-deck to be ready for a patient. Our primer caught the leak during their daily pump check. No harm was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing. (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary:"we had an adult quadrox leak that was presumed to be fluid from the heater. The circuit was clear-primed and on-deck to be ready for a patient. Our primer caught the leak during their daily pump check." A video was provided. No harm was reported. The affected product was technically investigated at the laboratory of the manufacturer. The respective leak tests were passed and no leaks could be detected. For a subsequent flow test, the quadrox-ID was connected to a roller pump and primed using an hls priming bag. A leak from the gas emergency outlet was confirmed here at a flow rate of 1l/min. The most probable cause of the reported failure was determined to be fiber damage / hairrline cracks. This allows fluid to leak through the oxygenation fibers. A leakage from the water side of the product (heater) was not confirmed during investigation. Thus the reported failure "leak" could be confirmed. Maquet cardiopulmonary will conduct additional investigation initiations. The investigation is still ongoing. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary:"we had an adult quadrox leak that was presumed to be fluid from the heater. The circuit was clear-primed and on-deck to be ready for a patient. Our primer caught the leak during their daily pump check." A video was provided. No harm was reported. The affected product was technically investigated at the laboratory of the manufacturer. The respective leak tests were passed and no leaks could be detected. A leakage from the water side of the product (heater) was not confirmed during investigation. In order to be able to rule out possible fiber damage, the complaint sample was opened on the gas side and filled with a test medium colored methylene blue. A subsequent flow test and pressure test could not confirm any leakage. Based on the test results, the assumption of fiber damage or internal damage could not be confirmed. The most probable cause of the reported event could be condensate. This can be favored by various parameters such as temperature differences between the environment and the priming liquid. Thus the reported failure "leak" was not confirmed during investigation. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.